Manufacturer narrative:
Continuation of d10: product ID: 8784, lot#serial#: (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot#: (B)(6), ubd: 02-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) and a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl via an implantable pump for spinal pain. It was reported that the patient was brought on the line and mentioned that they started going through withdrawals a couple of weeks ago. The patient was also not getting the same relief he was getting and said that when getting a bolus his "face would get itchy" and then he would get the relief. The agent advised the patient to discuss therapy concerns with physician. Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that there were no alarms or issues with the pump. The patient had the personal therapy manager (ptm) replaced twice. The doctor thought that the issue may be with the catheter. A dye study was scheduled for on (B)(6) 2026. The patient had not been experiencing withdrawal but did not feel like he was getting the same relief he once did. No actions had been taken yet. The event was not resolved and the issue was ongoing. The patient said he was "okay" but still felt like he was not getting the same level of relief he once did.